Event description:
Intermittent sensing difficulty during pace revisions. No pt problems at all. Device connector was suspected to be intermittent, pt being pacer dependent. Rep decided to provide another device.